Manufacturer narrative:
The inspection of the maxi move lift did not reveal any device malfunction that could have contributed to the reported tipping. Functional testing confirmed that the lift was operating correctly. Although the positioning of the lift and patient may vary depending on the specific situation, safe handling practices must always be followed during patient transfers. The care team reported that the lift had been positioned correctly, although no specific details were provided regarding the setup. The product¿s instructions for use (IFU 001.25060.en) warn: "warning: do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the manoeuvring handle when displacing the lift." Failure to follow these instructions can compromise the device¿s stability and lead to tipping. According to the device evaluation, tipping could only be replicated when the sling with arjo employee was pulled¿indicating improper handling as a likely contributing factor. To summarize, the incident was most likely caused by off-label use of the lift, specifically improper handling such as pulling on the sling with the patient, which compromised the device¿s stability and led to tipping. The device met specifications during the event, as no malfunction was observed. It was being used to transfer a patient at the time. The complaint was decided to be reportable due to maxi move tipping over during transfer of the patient. Section d4: device manufactured before UDI implementation. The sling used during the event was manufactured by arjo. This was the clip sling: maa4000m-xxl, (B)(6).

Event description:
During the transfer of a resident from bed to chair using the maxi move lift, the lift tipped slightly sideways. As a result, the resident was prematurely seated in the chair, which caused visible apprehension. At the same time, the carer involved in the transfer was struck by the mast of the maxi move, resulting in shoulder pain and expressing concern about participating in the next transfer.